Event description:
It was reported that cartridge did not appear to attach properly to pump, and caller saw an unusual white piece in rack pushrod area, with further inspection revealing damage to rack pushrod. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.